Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: h10 additional info: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had display has lines and bezel and top have cracks. A getinge field service engineer (fse) confirmed and stated, during completing the pm on the unit, he found that the display had lines, a hinge cover was broken and that the bottom bezel had a broken corner. Fse replaced all these parts before completing the pm. The pm was completed on service order (B)(4), attached with the check list, and the unit was then approved for clinical use and returned to the user. There was no patient involved and no harm reported. The defective components were received for further investigation. The failure analysis and testing department received display top lcd rohs. This part was received with a reported unit failure message of display flickering and not function. Performed visual inspection of this part received and part looks to be in good condition. Installed the display top lcd rohs into the cardiosave test fixture and tested to the factory specifications. The failure analysis and testing department turned the unit on and observed pink lines on left side of display and in the middle of display. The failure analysis and testing department verified the failure message of lines on display. Display top lcd rohs failed testing. Retained display top lcd rohs in the fat dept. As per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) display has lines and bezel and top have cracks. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.